Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening of the acetabular cage and fracture of the cage flanges. The acetabular cage, liner and screws were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2012-00713 / 00720).

Manufacturer narrative:
Observations of the returned devices indicated that the acetabular cage was secured by screws only on the two fractured flanges as well as the rim adjacent to the broken flanges. The body did not seem to be screwed down around the spherical part of the cup or along the ischial flange. It appears that the flanges fractured over time due to the flexing that was allowed because of the way the cage was secured. This follow-up report is number 1 of 8 mdrs filed for the same event (reference 1825034-2012-00720-1).